Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall on their implantable neurostimulator (ins) site. It was noted that the patient could get their ins to prior to the fall either. The fall occurred around (B) (6) 2008 and the patient has not charged their implantable neurostimulator since. The patient desired removal of the ins. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).